Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A non healthcare professional reported that the cannula of the puncture system will be left in the flat part of the sclera as a passage for intraocular instruments to enter and exit before surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Corrected information received and stated that the reported event of the puncture system will be left in the flat part of the sclera as a passage for intraocular instruments to enter and exit. Therefore, this event no longer meets reporting requirements, because a serious injury has not occurred, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information received and stated that the reported event of the puncture system will be left in the flat part of the sclera as a passage for intraocular instruments to enter and exit. Therefore, this event no longer meets reporting requirements, because a serious injury has not occurred, and it is not likely that a recurrence would result in serious injury.